Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. Blood glucose level was 534 mg/dl and other blood glucose value were 387 mg/dl and 370 mg/dl and current value was 534 mg/dl. Insulin pump had insulin flow blocked alarm. Customer was assisted with troubleshooting. Insulin pump was not been used on auto mode. The insulin pump will not be returned for analysis.